Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the one grip cable was frayed, not broken, at the distal idler pulley. The frayed strands stuck out at the wrist. No damage was found on the distal idler pulleys. The other cables at the wrist were not damaged. The instrument passed electrical continuity testing. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure the pk dissecting forceps instrument was noted to have a broken cable. No patient harm, adverse outcome or injury was reported.